Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in both configurations. Poor sensing and no capture were also noted.

Manufacturer narrative:
No medwatch form was received.